Event description:
Related manufacturer reference number: 2017865-2025-96774. It was reported that a right atrial leadless pacemaker prematurely released from the delivery catheter after helix was deployed during initial implant. The device was stable and electrical measurements were acceptable, so physician decided to leave the device as-is. Patient was stable with no symptoms noted.